Event description:
Intermittent chest pain past 3 months with increase in severity. Now developed episode of dull tightness left anterior chest relieved partially with 2 nitroglycerins. Some nausea, no diaphoresis. Permanent pacemaker was tested and found to work. Pulse generator was replaced surgically.